Event description:
Pump experienced an altitude alarm 21, yet there was no adverse impact on the customer's blood glucose level. Given the pump's recurring issue, cts decided to replace it with one featuring updated software. The customer agreed to use a backup insulin pump and was instructed on returning the faulty device to tandem. Customer confirmed understanding various instructions regarding the return and setup of the new pump, including programming settings and connecting the continuous glucose monitor.